Event description:
On (B)(6) 2012 customer reported a deionized water leak from the modular chemistry t-valve assembly, on the lx20 pro instrument. The leak was contained within the instrument. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and noted the leak at the point where the sample syringe was attached. Fse removed and replaced the t-valve and the associated syringe. This resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures.

Manufacturer narrative:
(B)(4).